Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for t-wave oversensing (twos) on the right ventricular (rv) lead appr oximately five months post implant. It was also noted that the r-wave was small and was unable to reprogram for. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.